Event description:
The facility's biomedical engineering dept reported an infusion pump that was involved in an incident of an infiltration. The pump was reported to be infusing 5% dextrose with 20meq potassium chloride to an emergency room pt when the infiltration occurred. The nurse stated that the pump did not alarm and as a result, 150ml infiltrated into the subcutaneous space within 15 minutes. The facility's risk management dept stated that the pt recovered with no sequelae. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medical intervention, or set up of the infusion device.